Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) that while driving the trp3546, it was confirmed that a thrombus had adhered to the balloon, and blood was found in the helium extension tube, so driving was stopped. After the balloon was removed, the patient was cut in order to confirm the balloon.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the following blood entry points: blood detect tubing (0008-00-0312), purge valve assembly (0104-00-0026), and assy crm japanese (0997-00-0986-06). Also, the fse replaced the following parts for blood adhesion: safety disk (0997-00-0985-06), and battery 12v (0146-00-0039). The fse then confirmed that the calibration and comprehensive results were good. After the repair, the unit was returned to the customer.